Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis and colon virus in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies. Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis. On (B)(6) 2012, the patient experienced a colon virus. On the same day, the patient was hospitalized for the event. Treatment was not reported. The nurse stated that the infection started out as peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from the colon virus. The outcome of the peritonitis was not reported. The colon virus was unrelated to the baxter products. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis could not be determined, as no device malfunction or use error was identified during the report.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed, and no issues were detected during the manufacturing of lots gd892828 and gd892778.